Manufacturer narrative:
The device was not returned to the MFR; device was discarded by the customer. A review of the manufacturing records was performed and there were no nonconformances during MFR that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.

Event description:
It was reported that the hemovac blood reinfusion system contained splits or holes and would not maintain suction. Additional clinical follow-up with the customer indicated that a hole was found in the drain which was observed immediately following placement of the surgical drain. There was no report of pt harm and there was no report of harmful exposure to any health care provider due to the usual customary personal protective equipment that is worn during surgery.